Event description:
The device manufacturer's representative (rep) reported that she had not received any follow-up on the patient for the lead impedance issues. The cause of the high impedance was unknown. The patient outcome in relation to the event was unknown. Per a colleague, the patient had a pump implant but no revisions or replacements.

Manufacturer narrative:
Concomitant products: product ID, 97740, serial# (B)(4), product type: programmer, patient. Product ID: 9 7754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported by the manufacturer representative (rep) that all of the electrodes on the patient's right lead were >10,000 ohms. There was no trauma or falls noted to be related to the issue. In addition, there was a loss of stimulation reported. Additional information received reported that the rep had informed the physician of the high impedances and they were to follow up with the patient. The cause of the impedance issue was unknown. Relevant medical history includes non-malignant pain. Additional information has been requested, but was not available as of the date of this report. If received, a follow-up report will be sent.